Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements. Disk analysis indicated that the out of range impedance measurements started after the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.